Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The angle wire was worn, and the bending section could not be bent in the ¿up¿ direction at all. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was discovered in the air/water tube. There were several other forms of device wear and tear noted throughout the unit. Those include but are not limited to scratching, cracks, discoloration, and leakages. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to an issue with the angulation knob¿s operation. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the air/water tubing. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.